Event description:
The reporter obtained a 374mg/dl and 148mg/dl blood glucose comparison on the accu-chek voicemate system. The reporter states that she obtained an additional comparison with blood glucose results 374mg/dl and 134mg/dl on the accu-chek voicemate system. On both occassions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.